Event description:
Procedure preformed in the sfa. During stenting of a heavily calcified vessel the physician pre-dilated the vessel. The vessel may have been opened to 4mm and then recoiled. Upon attempting to deploy the protege stent, the handle broke and the stent elongated. Another 6x150 stent was subsequently deployed and the result was fine. No patient injury was reported.